Event description:
It was reported that the patient received inappropriate therapy due to noise and a lead fracture. Additionally, the lead integrity alert (lia) was triggered, there was high impedance, low high-voltage impedance, and high short interval counts (sic). It was also noted that there was noise on tip to ring electrogram with pacing inhibition. The pace/sense portion of the lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID 5076-52 crdm non-defib lead, implanted: (B)(6) 2005; 419378 crdm non-defib lead, implanted: (B)(6) 2005. (B)(4).